Manufacturer narrative:
Complete event site name - (B)(6) hospital. Additional email address - (B)(6). Event site postal code - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) was suspected to have bent inside the patient. It was noted that double radiopaque markers were seen in the fluoroscopy photo image. The iab catheter was then removed from patient and the doctor tried to re-insert the guidewire into the same iab. They found that the guidewire was stuck within the iab. A new iab was inserted to continue the therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Three photograph was provided by the facility. The photograph were analyzed during the evaluation. The product was returned with the membrane completely unfolded and blood was found on the catheter tubing. Non-maquet sheath was returned for evaluation. A kink was found on the catheter tubing approximately 33.5cm from the iab tip. The guidewire was not able to be removed using a set of pliers without causing additional complications to the iab. Visual examination confirmed an analyzed failure of marker misaligned; the rear tantalum marker was found misplaced near the front marker. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The device returned as part of the complaint was physically evaluated and the diameter of the guidewire was verified and the migration of the ¿tantalum tubing¿ was confirmed. A CAPA request has been generated for complaints that have been reported for movement of rear tantalum markers, (B)(4). The device history record (DHR) documentation was reviewed, and the piece was found to be built as acceptable as part of work order (B)(4), batch 3000376671. The cause of the kinked catheter is unknown but is likely the result of handling during use by the end user. The part, therefore, is thought to have left the wayne facility as a compliant device. Information gathered from the evaluation of the returned device supports the theory that the complaint occurred after the shipment of the device and was out of getinge¿s control. The root cause of the ¿difficult/ unable to remove guidewire¿ complaint is therefore inconclusive and cannot be determined. Reference complaint #(B)(4).

Manufacturer narrative:
Updated fields: b4,g1, g3, g6, h11,h2, h6 ( investigation conclusions ). Three photograph was provided by the facility. The photograph were analyzed during the evaluation. The product was returned with the membrane completely unfolded and blood was found on the catheter tubing. Non-maquet sheath was returned for evaluation. A kink was found on the catheter tubing approximately 33.5cm from the iab tip. The guidewire was not able to be removed using a set of pliers without causing additional complications to the iab. Visual examination confirmed an analyzed failure of marker misaligned; the rear tantalum marker was found misplaced near the front marker. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The device returned as part of the complaint was physically evaluated and the diameter of the guidewire was verified and the migration of the tantalum tubing was confirmed. A CAPA request has been generated for complaints that have been reported for movement of rear tantalum markers, see (B)(4). The device history record (DHR) documentation was reviewed, and the piece was found to be built as acceptable as part of work order (B)(4), batch 3000376671. The cause of the kinked catheter is unknown but is likely the result of handling during use by the end user. The part, therefore, is thought to have left the wayne facility as a compliant device. Information gathered from the evaluation of the returned device supports the theory that the complaint occurred after the shipment of the device and was out of getinge¿s control. The root cause of the ¿difficult/ unable to remove guidewire¿ complaint is therefore inconclusive and cannot be determined.

Event description:
N/a.